Manufacturer narrative:
H6: code 213 ¿ the review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to aneurysm enlargement. As it is unknown what device the growth was attributed to, additional device implanted: pxc141400/(B)(4) has been listed.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, imaging identified an unknown amount of aneurysmal growth without sign of an endoleak. The cause of growth is reportedly unknown. On (B)(6) 2018, the patient was implanted extending from contralateral leg component (lot number unknown) with a gore® iliac branch endoprosthesis and a gore® viabahn® vbx balloon expandable endoprosthesis to preserve the right internal iliac from continued disease progression of the original aneurysm. The patient tolerated the procedure.